Event description:
It was reported that they had an end user who had been having issues with the mfg# 0070310.the nurse was milking the wound drain and the tubing snapped in the middle where the nurse was milking that. That had happened on two occasions. Per customer via phone on 05feb2025, it was reported that the device had been thrown away. There was no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an end user who had been having issues with the mfg#: 0070310. The nurse was milking the wound drain and the tubing snapped in the middle where the nurse was milking that. That had happened on two occasions. Per customer via phone on (B)(6) 2025, it was reported that the device had been thrown away. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.